Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm masters series mechanical heart valve was selected for implant. During device preparation, the leaflets were moving normally. After the valve was implanted and suturing was completed, the heart started beating again. However, this was "accompanied by the problem of blocking the heart valve." The valve was unable to be rotated after implantation; the leaflets were not opening and closing. The cause of the inability to rotate was reported as "the mechanical valve is stuck." A valve measuring device was used to test the leaflet function. The valve was explanted and upon explant, the leaflet movement was tested again with normal mobility. It was exchanged for a new 23mm masters series heart coated aortic valved graft, which was successfully implanted. The patient was reported to be in in good condition.

Manufacturer narrative:
An event of one valve leaflets not opening and closing after implantation was reported. Information from field indicated that the valve was explanted and upon explant the leaflet movement was tested again with normal mobility. The device was returned to abbott for investigation. No anomalies were found with the valve leaflets with both leaflets able to fully open and close without resistance. The valve was able to be rotated without difficulty. The functional testing confirmed that hydrodynamic parameters of effective orifice area and regurgitation fraction met the product requirements. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including functional testing, and the product met all specifications. A smaller valve was implanted without any issues, so it is possible the valve was miss-sized, which could have contributed to the reported event. However, the exact cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.